Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when the packaging of the device was opened, the breathing tip pf the device detached. The incident delayed intubation of the child. Another device was used. No patient injury reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was conducted on lot number 15bg24 and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that when the packaging of the device was opened, the breathing tip pf the device detached. The incident delayed intubation of the child. Another device was used. No patient injury reported.